Event description:
It was reported that before use the plunger was found to be deformed with a bd plastipak¿ syringe 10ml luer-lok¿. The following information was provided by the initial reporter, translated from portuguese to english: syringe with rubber of plunger (stopper) melted.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use the plunger was found to be deformed with a bd plastipak syringe 10ml luer-lok. The following information was provided by the initial reporter, translated from (B)(6) to english: syringe with rubber of plunger (stopper) melted.